Manufacturer narrative:
Updated- b1, b2, b5, medical device problem code, investigation findings, investigation conclusion

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.